Event description:
It was reported that during replacement of the implantable cardioverter defibrillator (ICD) the new ICD was unable to rescue the patient with four different attempts at 20j, 30j and 35j twice. External rescue was required. Therefore, the ICD was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.